Event description:
After procedure md, stated the ta 90 staplers are not working properly by mis-firing a lot.

Event description:
After procedure md, stated the ta 90 staplers are not working properly by mis-firing alot.